Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, alarmed compromised force sensor system and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir fell off. Customer's blood glucose level was 102 mg/dl. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.